Manufacturer narrative:
The instruments subject of the reported event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician inspected the sterilizer and found the unit to be operating properly; no repairs were required, and the unit was returned to service. While onsite, the technician spoke with user facility personnel who confirmed that the employee was not wearing proper ppe, specifically gloves while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." A steris account manager performed in-service training on the importance of drying instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer.no additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred.